Event description:
The patient underwent percutaneous transluminal coronary angioplasty and stent placement. The cardiologist attempted arteriotomy closure with a techstar xl 6 fr pvs device. The needles did not present on deployment. Needle back down was not successful. The cardiologist attempted redeployment, but again, the needles did not present. Fluoroscopy showed both needles were in the barrel, but one had traveled further than the other into the barrel. Needle back down again was not successful. The cardiologist pulled the device out and sent the patient for surgical artery repair. Surgery was successful and the patient did fine. Reports from the field indicate that there may have been suture bunching or suture drag.